Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the small battery drive device and the reported condition that the device did not function was confirmed. An assessment was performed and it was determined that the device failed pretest for check for speedy trigger. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. A review of the device history was performed and no non-conformance's were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device was not functioning at all. It was noted that the device was disassembled, and the electric motor and the electronic control unit (ecu) of the handpiece were measured separately to identify where the failure persists. After measurements, it was concluded that the malfunction is with ecu. It was noted that there were traces of liquid found inside the handpiece and so the motor shows traces of corrosion. It was further determined that the device failed pretest for check for speedy trigger. It was noted in the service order that the handpiece did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.